Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, the catrx became kinked upon introduction to the sheath. While retracting the catrx from the sheath, the catrx broke at the proximal end outside of the patient. Subsequently, the other broken piece of the catrx was removed from the sheath. It was reported that the physician attempted to complete the procedure using manual aspiration but was unsuccessful. Therefore, the procedure was aborted, and the patient was treated with medication. Two days post-procedure, the patient's condition was reported to be stable. There was no report of an adverse effect to the patient.